Event description:
It was reported that a user of the ilet pump experienced hyperglycemia with blood glucose levels around 274 mg/dl for about an hour, for which the user changed the infusion set supplies while retaining the existing insulin cartridge, after which insulin delivery resumed and glucose trended down to 188 mg/dl. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no emergency treatment, and resolution with onsite troubleshooting and continued monitoring. Investigation included customer interview and device-use troubleshooting by phone. Investigation of this case revealed that insulin delivery resumed after a supply change, suggesting a transient infusion issue without confirmed device malfunction. It was concluded that the event was consistent with hyperglycemia of unclear cause with recovery following user-guided corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.